Event description:
It was reported that when the surgeon was preparing the bone with the 6.5mm bone tap, the tap slipped. The dura meter of the patient was damaged. The dura meter was repaired and not add'l impact to the patient.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device could not be reviewed. Based on the reported info there is not any evidence of product failure contributing to the reported problem. This is the final report that will be submitted associated with this incident and device. No add'l action is required at this time.